Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The returned 1.5mm hex driver tip, locking groove (part number 80-0728, batch 398446) was examined visually under magnification. The driver exhibited a torsional, oblique fast fracture, which occurred starting at the transition portion from the shaft diameter to the hex tip and extending into the hex portion of the driver. The driver measured 2.657 inches long indicating that approximately 0.093 inches broke off of the hex driver. It is uncertain how much of the driver tip was inserted into the screw, so engagement cannot be discerned. A torsional fracture pattern indicates an excessive twisting load about the driver's central axis. Hex tip breakage occurs when excessive force is applied to the driver during use to overcome increased resistance. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined.

Event description:
It was reported during a surgery, the tip of the driver broke when inserting the screw. The driver fragment remains in the patient. No other adverse patient consequences were reported. This report is related to report number 3025141-2023-00362 for the screw involved in this event.